Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the system board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.